Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported on behalf of his 7 year old child receiving a "scan again in 10 minutes" message after 13 days of wearing the adc freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced a loss of consciousness, however no treatment was required and he was able to regain consciousness by himself. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this report is a correction of previous report (2954323-2021-81873), which omitted invalid information.

Event description:
Customer's father reported on behalf of his 7 year old child receiving a "scan again in 10 minutes" message after 13 days of wearing the adc freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced a loss of consciousness, however no treatment was required and he was able to regain consciousness by himself. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported on behalf of his (B)(6) year old child receiving a "scan again in 10 minutes" message after 13 days of wearing the adc freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced a loss of consciousness, however no treatment was required and he was able to regain consciousness by himself. There was no report of death or permanent injury associated with this event.